Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "it turns on and after a few seconds it turns off." This is experienced both while plugged in and unplugged. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The unit is unable to power on or off with battery and ac power due to a low output voltage from the u11 chip on the circuit board. The reported issue is unable to be replicated due to the device being unable to power on for testing utilizing the customer-device's circuit board. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "it turns on and after a few seconds it turns off." This is experienced both while plugged in and unplugged. There was no patient impact or consequence reported.